Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. No investigation possible. Despite several requests no further information received, product not returned - no investigation possible. Event description reveiced does not lead to a clear device problem description. The case is considered as closed for now, if further information or the product will become available the investigation will be reopened. The event is filed under internal karl storz complaint ID ((B)(4)).

Event description:
It was reported that there was event with a hopkins telescope 0°, 10 mm, 31 cm according to the information received, 48 hours after operation, the patient came back to the hospital for a new surgery. Surgeon suspected a faulty device. Additional patient information is not available.